Event description:
It was reported the patient had a shocking or jolting sensation. The patient went in to get an epidural in their lumbar spine on the day of this report and now it felt like an ¿electrical thing going on and it was vibrating just before the waist.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-28, lot# v199559, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-28, lot# v199559, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
Additional information received from the patient reported after she received an epidural injection for her back, about 30 minutes later, she felt a vibration go down her legs, waist and back and it buzzed for about an hour. When she turned the deep brain stimulator (dbs) off, it stopped but they saw the "call your doctor" screen. The patient went to see the health care professional (hcp) right away and was scheduled for an ins replacement. It was a sudden change.